Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's high blood glucose level. The mother states the customer relied on sensor reading and over treated levels that caused high blood glucose of over 400mg/dl. The customer treated with bolus and water. Troubleshoot was declined.